Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/discussed the removal of piece of essure that broke off'), device dislocation ('malposition of essure device/ migration of essure device'), device expulsion ('piece left in uterus'), genital haemorrhage ('abnormal bleeding (general)') and pelvic pain ('severe right sided pelvic pain / pain') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included psoriatic arthritis. Previously administered products included for birth control: yaz. Past adverse reactions to the above products included adverse drug reaction with yaz. Concurrent conditions included adenomyosis and uterine cyst. Concomitant products included apremilast (otezla), atorvastatin calcium (lipitor), estradiol, mirabegron (myrbetriq), pravastatin, sulindac, venlafaxine and venlafaxine hydrochloride (effexor). On (B)(6)2010, the patient had essure inserted. On (B)(6)2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("severe menstrual bleeding / abnormal bleeding(menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 2 years 6 months after insertion of essure. On (B)(6)2015, the patient experienced bacterial vaginosis ("bacterial vaginosis") with vaginal discharge. On (B)(6)2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6)2017, the patient experienced dysgeusia ("metallic taste in her mouth"). On (B)(6)2017, the patient experienced hypersensitivity ("allergic reaction"). On (B)(6)2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pain in extremity ("leg pain / right thigh pain"), abdominal pain lower ("severe cramping / right lower quadrant pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss") and arthralgia ("right hip pain"). The patient was treated with surgery (bilateral salpingectomy, on (B)(6)2014 underwent ablation and bilateral salpingectomy and right oophorectomy to remove the essure device). Essure was removed on (B)(6)2017. At the time of the report, the device breakage, device dislocation, device expulsion, genital haemorrhage, pelvic pain, menorrhagia, abdominal pain lower, dysgeusia, vaginal haemorrhage, bacterial vaginosis, dysmenorrhoea, fatigue, alopecia and hypersensitivity outcome was unknown and the pain in extremity and arthralgia had resolved. The reporter considered abdominal pain lower, alopecia, arthralgia, bacterial vaginosis, device breakage, device dislocation, device expulsion, dysgeusia, dysmenorrhoea, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6)2017 and (B)(6)2017 patient underwent bilateral salpingectomy; unilateral oophorectomy- right side (incld hernia repair); total hysterectomy (uterus and cervix removed)- incidental appendectomy diagnostic results: (B)(6)2010, (B)(6)2011 and (B)(6)2017 : hysterosalpingogram (hsg) - dye test and transvaginal ultrasound (tvu) : total bilateral occlusion and other- bilateral essure coils seen in tubes in normal positions on (B)(6)2010, (B)(6)2011 and (B)(6)2017. Healthcare provider told about her results as 2010-total bilateral occlusion 2011&17, "bilateral essure coils seen in tubes in normal positions on (B)(6)2010, (B)(6)2011 and (B)(6)2017. Most recent follow-up information incorporated above includes: on 25-oct-2019: pfs received : new event "allergic reaction" were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/discussed the removal of piece of essure that broke off'), device dislocation ('malposition of essure device/ migration of essure device'), device expulsion ('piece left in uterus'), genital haemorrhage ('abnormal bleeding (general)') and pelvic pain ('severe right sided pelvic pain / pain') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included psoriatic arthritis. Previously administered products included for birth control: yaz. Past adverse reactions to the above products included adverse drug reaction with yaz. Concurrent conditions included adenomyosis and uterine cyst. Concomitant products included apremilast (otezla), atorvastatin calcium (lipitor), estradiol, mirabegron (myrbetriq), pravastatin, sulindac, venlafaxine and venlafaxine hydrochloride (effexor). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("severe menstrual bleeding / abnormal bleeding(menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 2 years 6 months after insertion of essure. On (B)(6) 2015, the patient experienced bacterial vaginosis ("bacterial vaginosis") with vaginal discharge. On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced dysgeusia ("metallic taste in her mouth"). On (B)(6) 2017, the patient experienced hypersensitivity ("allergic reaction"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pain in extremity ("leg pain / right thigh pain"), abdominal pain lower ("severe cramping / right lower quadrant pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss") and arthralgia ("right hip pain"). The patient was treated with surgery (bilateral salpingectomy, on (B)(6) 2014 underwent ablation and bilateral salpingectomy and right oophorectomy to remove the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, device expulsion, genital haemorrhage, pelvic pain, menorrhagia, abdominal pain lower, dysgeusia, vaginal haemorrhage, bacterial vaginosis, dysmenorrhoea, fatigue, alopecia and hypersensitivity outcome was unknown and the pain in extremity and arthralgia had resolved. The reporter considered abdominal pain lower, alopecia, arthralgia, bacterial vaginosis, device breakage, device dislocation, device expulsion, dysgeusia, dysmenorrhoea, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2017 patient underwent bilateral salpingectomy; unilateral oophorectomy- right side (incld hernia repair); total hysterectomy (uterus and cervix removed)- incidental appendectomy diagnostic results: (B)(6) 2010, (B)(6) 2011 and (B)(6) 2017 : hysterosalpingogram (hsg) - dye test and transvaginal ultrasound (tvu) : total bilateral occlusion and other- bilateral essure coils seen in tubes in normal positions on (B)(6) 2010, (B)(6) 2011 and (B)(6) 2017. Healthcare provider told about her results as 2010-total bilateral occlusion 2011&17, "bilateral essure coils seen in tubes in normal positions on (B)(6) 2010, (B)(6) 2011 and (B)(6) 2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: quality safety evaluation of ptc.(product technical complaint). Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("malposition of essure device"), device expulsion ("piece left in uterus"), genital haemorrhage ("abnormal bleeding (general)") and pelvic pain ("severe right sided pelvic pain / pain") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: yaz. Past adverse reactions to the above products included adverse drug reaction with yaz. Concurrent conditions included adenomyosis and uterine cyst. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, 2 years 6 months after insertion of essure, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("severe menstrual bleeding / abnormal bleeding(menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2015, the patient experienced bacterial vaginosis ("bacterial vaginosis"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On(B)(6) 2017, the patient experienced dysgeusia ("metallic taste in her mouth "). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pain in extremity ("leg pain / right thigh pain"), abdominal pain lower ("severe cramping / right lower quadrant pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss") and arthralgia ("right hip pain"). The patient was treated with bilateral salpingectomy and oophorectomy to remove the essure device on (B)(6) 2017 and, on (B)(6) 2014 underwent ablation. At the time of the report, the device breakage, device dislocation, device expulsion, genital haemorrhage, pelvic pain, menorrhagia, abdominal pain lower, dysgeusia, vaginal haemorrhage, bacterial vaginosis, dysmenorrhoea, fatigue and alopecia outcome was unknown and the pain in extremity and arthralgia had resolved. The reporter considered abdominal pain lower, alopecia, arthralgia, bacterial vaginosis, device breakage, device dislocation, device expulsion, dysgeusia, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2017 and (B)(6) 2017 patient underwent bilateral salpingectomy; unilateral oophorectomy- right side (incld hernia repair); total hysterectomy (uterus and cervix removed)- incidental appendectomy diagnostic results: (B)(6) 2010, (B)(6) 2011 and (B)(6) 2017 : hysterosalpingogram (hsg) - dye test and transvaginal ultrasound (tvu) : total bilateral occlusion and other- bilateral essure coils seen in tubes in normal positions on (B)(6) 2010, (B)(6) 2011 and (B)(6) 2017. Healthcare provider told about her results as 2010-total bilateral occlusion 2011&17, "bilateral essure coils seen in tubes in normal positions on (B)(6) 2010, (B)(6) 2011 and (B)(6) 2017. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (general), abnormal bleeding (vaginal), bacterial vaginosis, malposition of essure device, device breakage, dysmenorrhea (cramping), fatigue,hair loss, right hip pain, piece left in uterus", lab data added from pfs. On (B)(6) 2018: reporter, concomitant condition added from medical record. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe right sided pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain in extremity ("leg pain"), menorrhagia ("severe menstrual bleeding"), abdominal pain lower ("severe cramping"), vaginal infection ("infections") with vaginal discharge and dysgeusia ("metallic taste in her mouth"). The patient was treated with surgery (bilateral salpingectomy and right oophorectomy to remove the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pain in extremity, menorrhagia, abdominal pain lower, vaginal infection and dysgeusia outcome was unknown. The reporter considered abdominal pain lower, dysgeusia, menorrhagia, pain in extremity, pelvic pain and vaginal infection to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.